Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was larger than the trocar so the probe tip would not fit. This occurred before a vitrectomy procedure.

Manufacturer narrative:
Additional information is provided. The customer reported that the 23 gauge illuminated flex curved laser probe would not fit into the trocar. The event occurred before surgery. No patient or surgical impact was noted. The 23 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample noted no obvious visual nonconformities. The 23 gauge illuminated flex curved laser probe was inserted into a 23 gauge trocar. No resistance was felt when inserting the sample into the trocar. The sample¿s cannula outer diameters (od) was measured using a calibrated micrometer. With an od min/max values of 0.0255 to 0.0250 inches, the sample¿s cannula od was measured to be 0.0255 to 0.0253. The 23 gauge illuminated flex curved laser probe met product specifications. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming both visually and in length. The 23 gauge illuminated flex curved laser probe was manufactured on april 3, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).